Event description:
Boston scientific received information that this patient had experienced a syncopal event at which time cardiopulmonary resuscitation (CPR) was performed. The patient was taken to the hospital and pacing therapy of 70ppm was provided to the patient in the ambulance. There was approximately eight seconds of stored non-sustained ventricular tachycardia (nsvt). No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the faxed in data and noted there were many signals on the rate channel that were sensed at a rate below the ventricular fibrillation (vf) detect rate of 200 bpm. The consultant stated the rhythm looks like vf at onset so it is possible that the patient was in ventricular tachycardia (vt) below the vf detect rate that deteriorated prior to being sensed in therapy zone. Additionally, the consultant stated there could have been intermittent undersensing of the vf which resulted in the device not delivering a shock. The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.